Manufacturer narrative:
Filing out of an abundance of caution due to the fact the valo was used during restorations which later turned out to be the restoration material used and cure times stated on the manufactures restoration material. Dr. Did not want to return light as he indicated the light functioned as intended. No device malfunction reported.

Event description:
Doctor has been using activa for about 2 years now, with no issues. Recently had 4 patients develop abscesses associated with small mo/do restorations placed approximately 6 months ago. The only change in protocol within the last six months is the recently purchased curing light. Doctor went from a valo corded to a valo cordless grand. Used the cordless on the fastest (curing) setting due to the fact that speed is key for pediatric patients. Email came in asking if there were any output differences between the corded and the cordless.